Manufacturer narrative:
Getinge became aware of an issue with one of the power led surgical lights. As it was stated, the handle of the xs12 monitor holder used together in the configuration with this device came off during procedure. There was no injury reported however we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure might be a source of contamination. It was established that when the event occurred, the surgical light did not meet its specification and it contributed to the event. The provided information did not indicate that the device was being used for patient treatment when the event took place. During the investigation it was found that there is no apparent trend in the complaints. During the manufacturing process, the parts are being degreased and the quantity of the instant adhesive gel deposited is checked. What is more, the adhesive bonding is checked by manual traction. The pull tests and torsion tests have been performed on several handles to verify the resistance of the adhesive bonding. The results of these tests show that the adhesive bonding is effective and comply with the en (B)(4) standard. The fall of the sterile handle support is due to the detachment of the bonding parts probably caused by mechanical shocks, collisions or excessive efforts. We believe the related devices are performing correctly in the market. We also believe that if the manufacturer recommendation would have been followed the incident would have been avoided.

Event description:
(B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
The issue is being investigated by manufacturing site. Device not returned to manufacturer.

Event description:
On (B)(6) 2019 getinge became aware of an issue with one of surgical lights- powerled. As it was stated, the handle of xs12 monitor holder used together in the configuration with this device came off during procedure. There was no injury reported however we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure might be a source of contamination.

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
(B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
(B)(4).

Manufacturer narrative:
The issue is being investigated by manufacturing site.

Event description:
Manufacturer refference number: (B)(4).